Manufacturer narrative:
The device history records (DHR) for the device were reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria . Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l when add'l reportable info becomes available. (B)(4).

Event description:
A ctr director reported pt who developed conjunctivitis at three week lasik post-operative visit. At visit pt complained of "right eye hurting." Add'l info has been requested. This report if for the right eye, and add'l report will be filed for the left eye.